Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 300s mg/dl; cause was not known. Ketones were present. Insulin injections were administered. Customer was admitted to the hospital for elevated bg and diabetic ketoacidosis (dka). Fluids were administered. Customer was discharged same day with bg/dka resolved.